Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope had a blockage in the channel. And the user was unable to clear it out. At this time, it is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were found: the instrument channel was clogged, and there was no adhesive (ke45) at the forceps cover. Based on the results of the investigation, the probable cause of the malfunction would likely be improper reprocessing of the device due to a leak, resulting in foreign material remaining in the device. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, in regard to the clogged instrument channel, a definitive root cause could not be established. Based on the results of the investigation, in regard to the missing adhesive (ke45) at the forceps cover, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures also, according to the instruction manual, there is the following description regarding the handling of the actual product. It is possible that this can prevent the occurrence of physical damage. [Warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.